Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Patient's hemiarthroplasty was revised for dislocation. Neck length was increased from a +4 to a +8.

Manufacturer narrative:
An event regarding dislocation involving a unitrax head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no device was returned. Medical records received and evaluation: not performed as no medical records were provided. Device history review: the device was manufactured and accepted into final stock with no discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because of a lack of information. Further information such as return of the device, medical records, and x-rays, op notes and implant sheets are needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information become available, this investigation will be reopened.

Event description:
Patient's hemiarthroplasty was revised for dislocation. Neck length was increased from a +4 to a +8.